Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to confirm the reported lock up and slow to power on/off issue. To resolve this issue the host module was replaced. To address the illumination issue, the lamp was replaced. The lamp functioned as expected. However, it had exceeded its rated lifespan. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿lock up¿ and ¿slow to power on/off¿ is attributed to the nonconforming host assembly. The root cause of the reported 'illumination issue¿ can be attributed to the lamp. The lamp functioned as expected. However, it had exceeded its rated lifespan. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9 and h.11. The host was received for testing on this investigation. A visual assessment of the returned sample revealed no presence of dvd drive. The cpu battery voltage was slightly below normal. The unit was installed into a known-good, calibrated console, where sm 1006 appeared at startup. To isolate the root cause, the motherboard was replaced with a verified good unit and reinstalled. Upon restart, the sm code did not reappear, confirming that the returned host contained a nonconforming motherboard. The root cause of the reported event ¿system lock up, slow power on/off and related host/supervisor related sms¿ are attributed to the nonconforming host module motherboard. The root cause of the reported ¿illumination lamp¿ event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system displayed system message (sm), and the device frequently locked up and became extremely slow during the power on and off cycle. The xenon module was replaced, as the system showed an error in the upper lighting module. Procedure details and patient impact have not been provided. Additional information has been requested, but no response has been received to date.